Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the equipment stopped with over temperature and maintenance indicator lights blinking and an alarm sounding. The thermistor was checked, but the same issue showed up again. The event occurred while in use with the patient in the hospital. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.